Manufacturer narrative:
Lot number not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The suture broke while in use on the patient. The procedure was completed with another device. There was no problem with the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the sample noted one suture and one needle. Upon microscopic inspection of the suture, the suture appears to have split under tension. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the suture, the suture appears too disengaged from the needle under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Unfortunately, since no sealed samples were received, tensile test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. In the future, a supplemental report will be issued.